Event description:
The device was used during a hernia repair procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/9/1998 - supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.